Event description:
The facility reports the staff had the pt in the sling on his bed. As they began to lift the pt off the bed, one of the black clips came apart. The pt was still on the bed, no injuries reported.